Manufacturer narrative:
B3: date of event is estimated. The unit came in for power port damaged. The complaint was confirmed with the burned j20 in the mother board & damaged power input. Mother board burned due to the overcurrent, low voltage event. Power input damaged due to wear & tear on gold pads. Feed waste blocked dust due to debris inside & blocked feed port. Scratch uip is probably rough cleaning. Sensor block leak due to overtightening cannula receptacle.

Event description:
It was reported that the patient was in the middle of the (B)(6) desert when the power supply was not working when connected to the device. Patient did have a backup oxygen tank at the time but had depleted it and had to go to the hospital. It was noted that the patient was experiencing shortness of breath. Patient confirmed they were not admitted to the hospital but stayed overnight there until they received their replacement device. Once the replacement was received, they left the hospital and have no issues with their new device.